Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that multiple of the same malfunction alarms occurred. Caller instructed cts to reset the pump since he does have manual injections for back up therapy but no long lasting insulin. Reportedly,customer contacted the health care provider to obtain alternate insulin therapy.cts provided the pump reset information and assisted the caller in resetting the pump. Cts also advised caller that the pump may not function well since it already received 3 malfunctions.the customer continued to use the pump for insulin therapy.there was no adverse impact to the customer¿s blood glucose level.